Event description:
A pt reported that they were unable to test on their one touch basic meter. Pt reported no symptoms. Pt's meter allegedly would only prompt the "insert strip" message. There was no comparison. Pt not treated. No further info has been reported.